Manufacturer narrative:
Follow-up #1: date of submission 05/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/11/2016 with the following findings: the display was blank and moisture was visable behind the display lens. A crack in the pump case near lower right corner of display lens was found to be the source of the leak. The battery compartment was also cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was blank and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.